Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter (serial number not provided) was powering off during use. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the same day at 2:00 am. He also reported feeling shaky after the reported issue started. He tested on his backup meter and obtained a result of 50 mg/dl. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that there was not meter trauma. The pt was educated on automatic shutoff and the meter did power off before the time was up. It was discovered that the pt had not replaced the battery per the owner's manual (use error) and he did not have a battery at the time of the call to replace. This complaint is being reported because the pt reported feeling shaky after the alleged issue began. The alleged issue was resolved with troubleshooting (pt had not replaced the battery per the owner's manual). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.